Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge used was not provided. It is unknown if a qualified product was used. The account indicated the use of a handpiece and viscoelastic that are qualified for use with this lens with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, small radial crack was found on leading optic haptic junction. Additional information was requested, but further no information was available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).